Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration/ migration of essure") in a (B)(6) year-old female patient who had essure (batch no. (R) a22173, (l) 829063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cramp in lower abdomen, vaginal itching and vaginal discharge. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and abdominal adhesions ("small bowel adherent to the right tube of essure"). The patient was treated with surgery (removal of essure from adhesion near small bowel, diagnostic laparoscopy.). Essure was removed on (B)(6) 2013. At the time of the report, the perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered abdominal adhesions, device dislocation, pelvic pain and perforation to be related to essure. The reporter commented: discrepancy in date of removal (B)(6) 2013 and (B)(6) 2013. 1 coil(s) trailing outside the right tubal ostium. 1coil trailing outside the left tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: normal appearance of the uterus. Occlusion of the right fallopian tube. Extra tubal migration of the left essure wire with left tubal patency. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration/ migration of essure") in a 34-year-old female patient who had essure (batch no. A22173, 829063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cramp in lower abdomen, vaginal itching and vaginal discharge. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and abdominal adhesions ("small bowel adherent to the right tube of essure"). The patient was treated with surgery (removal of essure from adhesion near small bowel, diagnostic laparoscopy.). Essure was removed on (B)(6) 2013. At the time of the report, the perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered abdominal adhesions, device dislocation, pelvic pain and perforation to be related to essure. The reporter commented: discrepancy in date of removal (B)(6) 2013. 1 coil(s) trailing outside the right tubal ostium. 1coil trailing outside the left tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: normal appearance of the uterus. Occlusion of the right fallopian tube. Extra tubal migration of the left essure wire with left tubal patency. Lot number: (l) 829063, manufacturing date: 2011/02, expiration date: 2014/02. Lot number: (r) a22173, manufacturing date: 2012/06, expiration date: 2015/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.